Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately compared to another device. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 10-12x a day and manages his diabetes with humalog insulin. The alleged issue began on (B)(6) 2011 at 10am. The patient did not specify results obtained from the subject meter or the other device. The reporter denied the patient made changes to his diabetes management routine. About 8 days after the alleged issue, the reporter claimed the patient had a seizure. The patient was taken to the emergency room (ER). At the ER, the reporter stated the patient obtained a blood glucose result of "70 mg/dl" on the subject meter. The patient was given food and/ or drink as treatment. The reporter stated blood work and vitals were also taken during that time. At the time of troubleshooting, the customer care advocate (cca) was not able to walk the patient through resolving the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k073231.